Event description:
It was reported that the screw on quick bolus button is not working. Customer has just rec'd pump and noticed button failure when removed from the box. No impact to customers' blood glucose level.